Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were not observed. The device powered no airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. The manufacturer is submitting an initial/final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Evaluation method code grid and complete section was updated.